Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was operational. Field service engineer tested drawers and tester apps. User was able to login to bio ID without issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medbank system drawers failed to open but they were all showing as populated and the fingerprint reader was not working. Customer stated that they restarted the application thrice and found the lumidigm device was not found and the drawers would still not open through the populate buttons screen and the customer also noticed a burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A field service engineer confirmed that there was no sign of any burning smell and no thermal damage to the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system drawers failed to open but they were all showing as populated and the fingerprint reader was not working. Customer stated that they restarted the application thrice and found the lumidigm device was not found and the drawers would still not open through the populate buttons screen and the customer also noticed a burning smell. There were no adverse events or injuries reported based on this event.